Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged loosening was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by j. Ellinthorpe, and onkos sales representative, that a 22-year-old female patient with an eleos proximal tibia replacement underwent a revision surgery on (B)(6) 2025 due to loosening on the femoral side. This report captures the eleos stem extension. This event will be reported as a serious injury due to the revision procedure.